Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a dark image appeared, and a twist occurred 5 seconds after reaching the lesion. The catheter became twisted, and the sub-wire of the two inserted wires got entangled. There were no separated fragments, but it was twisted and difficult to remove. The physician performed forced removal using a guide extension. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the unit was returned split into three pieces, with the sheath stuck inside an unknown catheter. Two wires were returned with the device. The second strain relief was not returned for analysis. Microscope inspection revealed a broken drive shaft and a broken coaxial cable, beginning 16.8 cm from the distal end of the connector shaft. The imaging window, imaging core, and tip were observed to be twisted. The guidewire exit port, and the tip were damaged, the sheath and telescope were cut, the imaging window was flattened, and both the imaging core and window were kinked. An impedance test showed an electrical open at the proximal end of the catheter.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a dark image appeared, and a twist occurred 5 seconds after reaching the lesion. The catheter became twisted, and the sub-wire of the two inserted wires got entangled. There were no separated fragments, but it was twisted and difficult to remove. The physician performed forced removal using a guide extension. The procedure was completed with another of the same device. No patient complications were reported.